Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: h3, h4, h6: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was broken from the tip. The fragment was not returned. No post operating x-ray was provide therefore the embedded allegation cannot be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of verse poly driver, shaft would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn133398 released in one batch. Batch 1: lot qty of (B)(4) units were released may 22, 2017, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an unknown surgery was performed on (B)(6) 2024. In the surgery, when the screw was inserted with the handle and the screw driver, the screw driver broke off. The surgeon cut the tip of the screw. The screw thread section left remains in the body. The surgeon commented that the bone quality was good and that he should have used a screw size for the tap. No patient harm. This report is for one verse poly driver, shaft. This is report 3 of 3 for (B)(4).